Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experienced bleeding at the impella access site. Manual pressure was held. The site was dressed multiple times, and the site was injected with lidocaine and epinephrine to resolve the bleeding. The patient remains on impella cp support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Investigation results: no product was returned for investigation. Major bleed: bleeding caused during insertion in cath-lab when the act values were super therapeutic and the bleeding was managed by applying pressure and redressing multiple times. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in d6b (date of explant). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.